Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it based on the results of the investigation, it is likely, while the user was handling the subject device, the biopsy channel leaked, and fluid invaded the subject device. The fluid invasion caused defect in electronic components; as a result, the suggested event occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting". If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a leak on instrument channel, stretched/scratched bending section cover with wet adhesive, peeled glue on bending section cover, peeled cement on objective lens, liquid fluid inside light guide lens, image noise due to electrical continuity error from water invasion, failed electrical continuity test on bending section due to detached distal end and cut adhesive on charged coupled device shrink tube, bite/dent and failed ring gauge on insertion tube, wet adhesive on control body, dent and scratches on protector boot of light guide tube, fluid invasion from scope connector, and low angulation. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the bronchovideoscope displayed an error code e315 (non-compatible endoscope). The issue was found during preparation for use on an unspecified procedure and there were no reports of patient or user harm associated with this event.